Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "fibrosis, mild chronic capsulitis, presence of foreign material consistent with implant", "I have the recalled breast implants¿, "I have had soreness on the breast and in my armpits", "headache", "fatigue" and "lack of energy" (not device related). This record is for the right side. The device was explanted.